Event description:
It was reported that the patient received four inappropriate shocks for t-wave oversensing which occurred while the patient was lifting heavy blocks. The patient also had possible dehydration. The oversensing is no longer occurring. The lead remains in use. There were no further reported patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.